Manufacturer narrative:
Follow-up # 1 ¿ (11/04/2014). The patient¿s meter has been returned on 10/21/2014 and evaluated by lifescan product analysis on 10/23/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began at approximately 8:35am on the same day she contacted lfs for assistance. She tested on the subject meter and observed values of ¿120, 134, 148, 162 mg/dl¿ the patient felt the readings were higher than her normal readings/feelings. It is not known what range the patient considers to be normal. The patient manages her diabetes with novolog insulin and is a self-adjuster. The patient reported that she increased her dose of novolog insulin to 25 u in response to the alleged high readings at approximately 9am. Approximately 45 minutes later, the patient developed symptoms of ¿shaky, dizziness, weakness, nausea.¿ the patient reported going to the hospital later that morning. The patient was tested at the hospital using an unknown brand hospital meter but the patient could not recall the result obtained. The patient was treated in the hospital with food and/or drink at approximately 12:30pm. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were in good condition. A control solution test was performed and the result fell within the range specified on the vial of test strips. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia that required medical intervention from an hcp after the alleged meter issue began.